Manufacturer narrative:
(B)(4). The analysis found that one ec45a device was returned in good visual condition and with one ecr60w cartridge reload loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. Event could not be confirmed as the device was received with the anvil opened and the device opened and closed without any difficulties noted.

Manufacturer narrative:
(B)(4). Additional information: after several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported by the affiliate that during a lobectomy procedure, the device would not open. The device worked properly with the first cartridge (type of the cartridge: unknown). The surgeon closed it and took it out from the patient to put a new cartridge, but the device would not open again. No more information. The surgeon used another like device to perform the procedure, which ended without further issue. There were no adverse consequences for the patient. One device will be returned. (B)(4).